Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The implanting physician reported that the patient was their office for evaluation of their pump pocket location. The patient had reported to the physician two instances of a pocket fill with the managing physician due to location, depth, and anatomical factors of the pump pocket. Per the implanting physician the patient reported 2 instances in which they were in the ER (emergency room). The factors that may have led to the event were reported as anatomical factors make pump access difficult. The patient was consulting with the implanting physician to see if a pocket revision versus removal of the pump was the best option. The issue was not resolved the day of the report. The patient status at the time of the report was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.